Event description:
It was reported that an ilet user experienced repeated infusion set occlusion alerts while using inset infusion sets, with a reported blood glucose of 282 mg/dl which persisted across the week. The issue was resolved only after the user opened a replacement box from a new lot and performed a full supply change. Customer care provided support and assistance with infusion set and supplies change. Investigation of this case revealed an occlusion associated with the prior infusion set lot that was not reproducible after switching to a new lot. No clinical symptoms associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery and the need for user troubleshooting after which normal operation resumed. It was concluded that the event was related to an infusion set occlusion and that replacement of the infusion set and consumables restored function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.